Event description:
The customer reported that on (B)(6) 2011 they experienced three creatine kinase-mb isoenzyme (ck-mb) calibration failures on their access 2 immunoassay system. Through troubleshooting with beckman coulter inc. (Bci) customer technical services (cts), the customer was able to get a passing ck-mb calibration. The passing ck-mb calibration had elevated s0 calibrator relative light units (rlus) as compared to in-house qc release data. The customer was advised by bci cts to contact bci if they are saw issues with instrument assay low level quality control recoveries or ind flags for low level patients. No further contact has been made by the customer. No patient results were associated with this event. Hence, there was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample handling/collection and system information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event.service was not dispatched for this event as the calibration failures were resolved via beckman coulter inc. Guided troubleshooting. No root cause was determined for the elevated s0 rlus.